Event description:
Boston scientific received information that upon interrogation of this device, a fault code was observed, indicating that the time base for measuring r-r intervals may be disrupted and prevent telemetry communications from occurring. Device memory was saved to a disk for further review. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.